Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device would intermittently not power up. Complainant indicated that the clinician obtained another battery to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.